Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The following was reported "excessive poly wear, patient 5 years post index surgery. Swapped for a new poly."

Manufacturer narrative:
Reported event: an event regarding wear involving a mako insert was reported. The event was confirmed via provided photographs of the device. Method & results: -product evaluation and results: the reported device was not returned; however, a photograph was provided for review. The photograph shows a recently explanted mck insert with noticeable wear on the articulating surface. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to excessive wear of the poly insert. The reported device was not returned; however, a photograph was provided for review. The photograph shows a recently explanted mck insert with noticeable wear on the articulating surface. Further information such as return of the device, pathology reports, pre- and post-operative x-rays, and the revision operative report, as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported "excessive poly wear, patient 5 years post index surgery. Swapped for a new poly."